Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The firing was not placed successfully. Locked the drive itself and it didn't fire the stapler. The mouth of the cartridge, the jaws, could not be opened. The device did not lock on the tissue. The stapler was able to fire. The staple line was not incomplete. The surgical time was extended by more than thirty minutes due to the product problem because the surgeon had to replace the units. There was no patient harm. The patient status is alive, no injury.